Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 26-feb-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. There was evidence of corrosion inside the battery compartment. Leak testing confirmed leaks in the battery compartment. The returned battery cap was found to have stripped threads was unable to fit securely to maintain an electrical connection, duplicating the no power issue. A test cap used for testing purposes. The pump was found to power on with the test cap and was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power. It was noted that the battery compartment was cracked with visible moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.